Manufacturer narrative:
Visual analysis of the returned device confirms the complaint of missing tip. Additional visual inspection shows little to no solvent residue. Note: the tip was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported the tip of the dlp cardiac suction tube was noted to be missing from the device. It is unknown if the tip blew off in the patient or outside of the patient. A CT scan was ordered to attempt to locate the tip but was not completed before the patient was discharge. The patient was discharged home with no complications reported. Patient was undergoing a coronary artery bypass grafting (CABG), mitral valve replacement and maze. There was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. No additional details are available